Event description:
It was reported that a insyte autog bc global pnk 20ga x 1.0in had needle retraction failure during use. The following was reported by the initial reporter: "catheter device insyte autoguard 20 g ref 381033 lot: 8178688 incident: after the catheter was set up, the white safety button remained blocked when the ide pressed."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for lot 8178688 has been reviewed. One related qn was found - 200758348 - non activation. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a insyte autog bc global pnk 20ga x 1.0in had needle retraction failure during use. The following was reported by the initial reporter: "catheter device insyte autoguard 20 g ref 381033, lot: 8178688 incident: after the catheter was set up, the white safety button remained blocked when the ide pressed."